Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to a post-op follow up. Upon review it was noted that the left ventricular threshold increased. Phrenic nerve stimulation was also present. Patient¿s x-ray revealed that the lead lodged further into the branch. Programming changes were performed. The patient was in stable condition.